Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that non-sustained lead noise was seen observed. Myopotential oversensing was suspected as the cause. Programming changes were recommended. The device remains implanted. There were no adverse consequences to the patient.